Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing insulin leakage while using the infusion sets. The leak occurred during bolusing. She noticed the issue right away and her blood glucose was not affected. She also reported the cannula left a larger than normal hole in her skin. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.